Manufacturer narrative:
B1-corrected. B5-please disregard previous b5 statement. H6-health impact code corrected. Medical device code corrected. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -6.5/+1.5/001 (sphere/cylinder/axis) into the patient'sey. Reportedly, the lens was explanted and replaced. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
B5. The reporter indicated the surgeon implanted a 13.2mm vticm5 13.2 implantable collamer lens, -6.5/+1.5/001 (sphere/cylinder/axis) into the patient's eye. Reportedly, the lens became unsterilized while folding and an alternate lens was implanted. Claim#: (B)(4).